Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred post procedure. During a farapulse procedure, a versacross connect for faradrive was selected for use. The farapulse procedure was completed successfully, and the patient remained stable during procedure. No difficulty during transseptal workflow was reported. About an hour after post-procedure, a small pericardial effusion was detected around the heart. The patient was promptly transferred to the post-procedure recovery area for close monitoring. The physician subsequently took the patient back to the lab to perform a drainage procedure to address the effusion. Following the successful drainage procedure, the patient was stabilized and transferred to the hospital floor for continued observation and care and later discharged. The device is not expected to be returned for analysis (disposed). In the physician opinion, the versacross device did not seem to contribute to patient complication.